Manufacturer narrative:
The device is pending evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during attempt at istent implantation visualization was compromised so the surgeon decided to abort the procedure. When removing the device from the patient's eye the patient moved and the istent tore the iris. Additional information has been requested.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2017: no nonconformities were observed during the evaluation of the form, fit, and function of the inserter. Furthermore, microscopic examination of the stent observed that the stent tip dimension was within specification. MFR reference #(B)(4).